Event description:
The device reportedly powered itself off while connected to a pt and medics had to power the device back on. The use of the device did not affect the outcome of the pt.

Manufacturer narrative:
The device is being sent to physio-control redmond for eval in the failure analysis center. Physio-control will submit a supplemental report on this event to the FDA.